Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4) ) was returned for evaluation. Upon receipt, the driver was visually inspected. It appears as though the driver had been dropped on the battery cap end as the cap had a piece of plastic broken away. This driver is an early edition with no light indicating operation status. When the trigger was pulled the driver was operational. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.68 insertion 2: 2.56 insertion 3: 2.41 hard profile (105 lbs/ft3) insertion 1: 4.46 insertion 2: 5.18 insertion 3: 6.44 the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. A review of the certificate of compliance could not be reviewed as this driver is several design changes from the current driver and records are no longer available. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. No further action required.

Event description:
It was reported that the driver malfunctioned mid insertion and the battery died. Additional information indicates that ultrasound was used to obtain large bore IV access. No other information provided.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver malfunctioned mid insertion and the battery died. Additional information indicates that ultrasound was used to obtain large bore IV access. No other information provided.